Event description:
The report received from (B)(6) states that the physician had difficulty capturing the angioguard. Five days post-procedure the patient expired. The cause of death was a hemorrhagic stroke. The patient is a (B)(6) male. The target lesion location was the middle right internal carotid artery (ica). The vessel was described as severely calcified and moderately tortuous with a 90% stenosis. There was thrombus present at the target site. An angioguard ((B)(4)/ lot 71010512) embolic protection device (epd) was prepped and inserted and advanced distal to the lesion and deployed. The lesion was pre-dilated. A precise ((B)(4)/ lot 15257647) stent was advanced and successfully deployed in the lesion. There was no malfunction with the stent. During retrieval of the angioguard epd the physician had a problem recapturing the filter basket after the sheath slipped out of the common carotid. The physician able to get the sheath back into the common carotid but still had trouble capturing the device. After some time the physician pulled the filter out. Afterwards the physician attempted to gain access through the lumen of the stent with another angioguard ((B)(4)/ lot 70211503) to re-stent the area but he was never sure if he was through a side strut of the stent. After an angiogram of the carotid was performed films showed the contrast flowed cleanly through the stent so the case was aborted. Five days post index procedure, the patient expired.

Manufacturer narrative:
The report received from the (B)(4) database states that five days post-procedure, the patient expired secondary to a hemorrhagic stroke. The physician experienced difficulty capturing the angioguard. The target lesion location was the proximal left internal carotid artery (ica). The vessel was described as severely calcified and moderately tortuous with a 90% stenosis. There was thrombus present at the target site. An angioguard embolic protection device was prepped and inserted and advanced distal to the lesion and deployed. The lesion was pre-dilated and then a precise stent was advanced and successfully deployed. During retrieval of the angioguard the physician had some difficulty recapturing the filter basket after the sheath slipped out of the common carotid artery but after some time pulled the filter out. Angiogram of the carotid artery showed that the contrast flowed cleanly through the stent. The patient had been doing well up until the time of discharge when she began to feel left sided hemiparesis and reflex change in her left arm. CT of the head showed a large right frontoparietal intraparenchymal hemorrhage with intraventricular extension. Her condition continued to worsen and she ultimately expired. The event was determined to be unrelated to the cordis stent. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Intraparenchymal hemorrhage (an extension of intracerebral hemorrhage) usually results from rupture of an arteriosclerotic small artery that has been weakened, primarily by chronic arterial hypertension. Such hemorrhages are usually large, single, and catastrophic. In some older people, an abnormal protein called amyloid accumulates in arteries of the brain. This accumulation (called amyloid angiopathy) weakens the arteries and can cause hemorrhage. Less common causes include blood vessel abnormalities present at birth, injuries, tumors, inflammation of blood vessels (vasculitis), bleeding disorders, and use of anticoagulants in doses that are too high. Bleeding disorders and use of anticoagulants increase the risk of dying from an intracerebral hemorrhage. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device and the event was reported to have been unrelated to the cordis stent. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR report #1016427-2012-00001 and 9616099-2012-00007.

Manufacturer narrative:
Please note that the target lesion was the proximal left internal carotid artery (ica), not middle right internal carotid artery as originally reported. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR report #1016427-2012-00001 and 9616099-2012-00007.

Manufacturer narrative:
As the patient was going to be discharged she began to feel numbness in her left arm. Her condition continued to worsen. The patient had suffered an ischemic stroke. She had been doing well up until the time of discharge. The cause of death was neurologic (stroke), bleeding in the brain (side unknown). The patient had a stent planted in the left carotid and suffered left sided hemiparesis and reflex change. The event has been determined to be unrelated to the cordis stent. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #1016427-2012-00001 and 9616099-2012-00007.